Manufacturer narrative:
Lot# 12181420-7. Method: visual inspection; device history review; complaint history review; risk assessment; results: the sales rep reported that the acculif tl inserter was pressed against screw post of pbr retractor and as a result the weld that connects the locking plate to the insertion handle broke off. Saline was leaking from the broken area. Conclusion: a plausible root cause of the reported event is most likely user related.

Event description:
It was reported that while inserting the cage, inserter was pressed against screw post of the retractor and as a result the casing of the inserter where the tubing engages with the handle broke off.

Event description:
It was reported that while inserting the cage, inserter was pressed against screw post of the retractor and as a result the casing of the inserter where the tubing engages with the handle broke off.